Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) arrived on site and inspected the unit. Cleared debris that was jamming drawers 5 and 6, tested both drawers, and tightened the latch assembly on drawer 5. Verified proper operation after service. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, a drawer failure occurred on the rv4psya station (main drawer 6). The customer reported that the magnet rod at the back of the drawer was broken, preventing the drawer from closing and leaving it stuck in the open position. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.